Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: sjogren's syndrome test was negative. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), neovascular age-related macular degeneration ("wet macular degeneration"), dry eye ("trouble with dry eyes/eyes were really just dry"), eye pain ("eye hurt at times"), dry mouth ("dry mouth") and back disorder ("bad going with my back"). The patient was treated with eye drops, surgery (ablation) and injection in eye. At the time of the report, the genital haemorrhage, neovascular age-related macular degeneration, dry eye, eye pain, dry mouth and back disorder outcome was unknown. The reporter considered back disorder, dry eye, dry mouth, eye pain, genital haemorrhage and neovascular age-related macular degeneration to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the case (B)(4) was found to be duplicate of case (B)(4). All information including events, reporters, reference numbers, source documents were transferred from deletion case to retention case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: sjogren's syndrome test was negative. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), neovascular age-related macular degeneration ("wet macular degeneration"), dry eye ("trouble with dry eyes/eyes were really just dry"), eye pain ("eye hurt at times"), dry mouth ("dry mouth") and back disorder ("bad going with my back"). The patient was treated with eye drops, surgery (ablation) and injection in eye. At the time of the report, the genital haemorrhage, neovascular age-related macular degeneration, dry eye, eye pain, dry mouth and back disorder outcome was unknown. The reporter considered back disorder, dry eye, dry mouth, eye pain, genital haemorrhage and neovascular age-related macular degeneration to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Case becomes an incident. Event bleeding and ablation were. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.